Event description:
It was reported that the gripper is not gripping the wire correctly and is not releasing once gripped. Event occurred during surgery, while outside the patient. No surgical delay or injury to the patient was reported. It is unknown how the procedure was finished.

Event description:
It was reported that the gripper is not gripping the wire correctly and is not releasing once gripped. It is unknown whether the incident happened or not in a surgical environment or as consequence of a surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's spring mechanism was worn rendering the device inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.